Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and motor error. The customer¿s blood glucose level was 411 mg/dl. Customer also reported that the cannula of the infusion set was bent and insulin pump received no delivery alarm. The customer performed displacement test and it passed. Troubleshooting was performed for bent cannula. The insulin pump will not be returned for analysis.